Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: normal wear and tear. The peek component is slightly damaged (see red circles). This might be the result of manipulation with a forceps instead the intended instrument. Device was returned in one piece and nothing broken off could be found. The returned device shows normal wear and tear. The complaint cannot be confirmed since no broken off particle or breaking edge could be identified or found. The damage on the peek might be the result of an unintended use of a forceps or equivalent instrument to manipulate the implant. This observation is not associated with the complaint description. Based on the results of the visual investigation no action is required device history lot part#: 04.647.139s , lot#: l961865 , manufacturing site: mezzovico, release to warehouse date: 05. July 2018, expiry date: 01. July 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the unknown surgery, the device's one side part which connect with cage was breakage, all the pieces would be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient. The procedure was successfully completed with no surgical delay. No additional information could be provided. This report is for one (1) zero-p va implant 9mm heightconvex-sterile. This is report 1 of 1 for (B)(4).